Manufacturer narrative:
Investigation summary: the electrosurgical generator (esg) was returned to applied medical for evaluation. During testing, engineering noticed abnormal volume levels throughout the seal tone and was able to confirm the complainant's experience. Upon visual inspection, the esg speaker was found to be bent. Based on the condition of the returned unit and testing performed, the reported event was caused by a bent esg speaker. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: mastectomie. "At start of the procedure, the sound was a bit too loud, so the surgeon asked me to lower the volume, I lowered it to the lowest bar and than one up because it was too low. After that the sound from the generator was not normal, low sealing sound and high end tone (see movie) alarm sound was the same and sometimes after the alarm the seal and end tone was both normal with high volume. At 80% of the procedure there were multiple seals on normal sound but lower in volume. Product used: eb030 lot 1293855. I have collected the plug if necessary. Sealing was not compromised and used during whole procedure" patient status: no patient injury or illness occurred associated with the complaint event.